Manufacturer narrative:
(B)(4). This complaint is related to emdr #182800-2016-00284. The reported complaint was confirmed. The service repair technician (srt) found a loose set screw for the shaft assembly. The set screw was tightened to correct the issue with the saw. The srt performed verification/release testing and preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the connection came apart where the cable attaches to the sternal saw. Cable fell apart after sterilization. There was no patient involvement.